Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 99% stenosed de novo lesion located in a moderately tortuous and severely calcified unspecified location. A 1.5mm x 20mm x 143cm sterling es pta balloon catheter was selected for pre dilation and upon crossing the lesion, some resistance was encountered. The balloon was inflated to 2-4 atms for approximately 2 seconds and ruptured. The balloon catheter was removed intact, and the pre dilation portion of the procedure was completed with a 2 x 40 sterling es balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a monorail sterling es balloon catheter. It was noted during unpackaging that dried blood and contrast were present in the shaft and balloon. The balloon catheter was returned in a deflated state. Visual and microscopic analysis revealed a pinhole in the balloon wall located 15 mm from the tip on the distal edge of the markerband. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 99% stenosed de novo lesion located in a moderately tortuous and severely calcified unspecified location. A 1.5mm x 20mm x 143cm sterling es pta balloon catheter was selected for pre dilation and upon crossing the lesion, some resistance was encountered. The balloon was inflated to 2-4 atms for approximately 2 seconds and ruptured. The balloon catheter was removed intact, and the pre dilation portion of the procedure was completed with a 2 x 40 sterling es balloon catheter. No patient complications were reported and the patient's status is good.